Manufacturer narrative:
Additional information; h3- device evaluation: lens returned in a micro-centrifuge vial; dry with residue/debris on product. Visual inspection found lens returned in pieces. Residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that, while loading a 12.1mm vticm5_12.1 implantable collamer lens, -13.5/+2.5/095 (sphere/cylinder/axis) into the cartridge, the lens tore. It was implanted into the patient's left eye (os) on (B)(6) 2020. Reportedly, the tear of the lens is observed in the superior temporal pupillary border. The cause of the event is reported as user error. The lens remains implanted.

Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage b5-the reporter indicated that, while loading a 12.1mm vticm5_12.1 implantable collamer lens, -13.5/+2.5/095 (sphere/cylinder/axis) into the cartridge, the lens tore. It was implanted into the patient's left eye (os) on (B)(6) 2020. Reportedly, the tear of the lens is observed in the superior temporal pupillary border. The lens was exchanged on (B)(6)2020, for a same model/ size and power lens. The exchange resolved the problem. D6b- (B)(6) 2020. H6-impact code 4629; lens exchanged. Corrected data: b7- progressive myopia. Claim# (B)(4).